Manufacturer narrative:
Device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: the reported pump stop events were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 08:09:42 to (B)(6) 2019 at 11:08:51, per the timestamp. Pump stop events with associated low speed/flow alarms were recorded on b)(6) 2019 while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop events and associated low speed/flow alarms cannot be conclusively determined through this evaluation. The patient had previously received an external driveline repair on (B)(6) 2019 and did not have any room for an additional repair. The center communicated that the patient is not a surgical candidate, so the patient was placed on an ungrounded patient cable. No further alarms have been reported at this time and the patient remains ongoing on (B)(4). The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous percutaneous lead replacement was reported in MFR report # 2916596-2019-03383. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's pump stopped while connected to a grounded cable. Pump stops occurred on (B)(6) 2019 and (B)(6) 2019 and appeared to be caused by a percutaneous lead issue. The patient has had percutaneous lead revision previously and there was no room for an additional repair. Images of the percutaneous lead were submitted for analysis but found to be unremarkable. The log file showed the driveline data is normal. No breakage to the percutaneous lead wires was suspected. There does appear to be wire or wires with compromised insulation allowing the short to shield to occur. The patient was provided with an ungrounded cable and there have been no further alarms since switching to an ungrounded cable. The patient will be discharged home on an ungrounded cable. No additional information was provided.